Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that bolus insulin was not being delivered properly. A review of pump history found that recent bolus requests had been completed successfully; however, the customer continued to allege that the bolus feature was not functioning properly and that insulin on board would reflect 0 units after a bolus was delivered. The customer's blood glucose (bg) level was 400 mg/dl with moderate ketones. Reportedly, customer felt faint/weak, which led to the customer dropping an object on the foot. X-ray revealed that bruising was present, but no fracture. No treatment was administered for bruised foot. Reportedly, the customer reverted to manual injections for insulin therapy.